Manufacturer narrative:
Additional/updated information was added to reflect the seat frame being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the tubing was cracked. An expanded evaluation was performed. The expanded evaluation report confirmed that the seat frame tubing was broken on one side. However, the underlying cause could not be determined. (B)(4).

Event description:
The provider states right above the frame where the seat attaches to is broken.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states right above the frame where the seat attaches to is broken.